Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a 25-year-old female patient who had essure (batch no. 855828-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." Concomitant products included fluconazole (diflucan), metronidazole (flagyl) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, 8 months 12 days after insertion of essure, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with mupirocin, chlorhexidine gluconate (hibiclens), oxycocet (percocet), phenazopyridine hydrochloride (pyridium) and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea, vaginal discharge, urinary tract infection, depression, anxiety, weight increased, abdominal pain and back pain outcome was unknown and the menorrhagia, vaginal haemorrhage, vaginal infection and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: decrease of pain shortly after removal. Following deployment there were noted to be 2 calls visible on the right and 1 on the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginal discharge, dyspareunia, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a 25-year-old female patient who had essure (batch no. 855828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with mupirocin, chlorhexidine gluconate (hibiclens), oxycocet (percocet), phenazopyridine hydrochloride (pyridium) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: decrease of pain shortly after removal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs: abnormal bleeding vaginal, abnormal bleeding menorrhagia, vaginal infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migration of essure device, vaginal discharge, she did not undergo essure confirmation test.. Reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a 25-year-old female patient who had essure (batch no. 855828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with mupirocin, chlorhexidine gluconate (hibiclens), oxycocet (percocet), phenazopyridine hydrochloride (pyridium) and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage, vaginal infection and dyspareunia was resolving. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: decrease of pain shortly after removal. Following deployment there were noted to be 2 calls visible on the right and 1 on the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginal discharge, dyspareunia, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs was received: shortly after essure removal the plaintiff experienced decrease of abnormal bleeding (vaginal / menorrhagia), decrease of painful intercourse, decrease of vaginal infections (implying the outcome recovering/resolving). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a 24-year-old female patient who had essure (batch no. 855828-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included obesity. Concomitant products included fluconazole (diflucan), metronidazole (flagyl) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and bipolar disorder ("psychological or psychiatric problems: bipolar disorder"). The patient was treated with buspirone, chlorhexidine gluconate (hibiclens), duloxetine hydrochloride (cymbalta), mupirocin, oxycodone hydrochloride;paracetamol (percocet), phenazopyridine hydrochloride (pyridium) and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea, vaginal discharge, urinary tract infection, depression, anxiety, weight increased, abdominal pain, back pain and bipolar disorder outcome was unknown and the menorrhagia, vaginal haemorrhage, vaginal infection and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: decrease of pain shortly after removal. Following deployment there were noted to be 2 calls visible on the right and 1 on the left. Current weight 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginal discharge, dyspareunia, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received event " bipolar disorder" was added. Treatment drug was added. Patient demographics was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 24-year-old female patient who had essure (batch no. 855828 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included obesity. Concomitant products included fluconazole (diflucan), metronidazole (flagyl) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), back pain ("lower back pain"), urinary tract infection ("uti"), anxiety ("mental anguish") and bipolar disorder ("bipolar disorder") with depression. The patient was treated with buspirone, chlorhexidine gluconate (hibiclens), duloxetine hydrochloride (cymbalta), mupirocin, oxycodone hydrochloride;paracetamol (percocet), phenazopyridine hydrochloride (pyridium) and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, back pain, dysmenorrhoea, weight increased, anxiety and bipolar disorder outcome was unknown, the menorrhagia and dyspareunia was resolving and the vaginal haemorrhage, vaginal infection, vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: decrease of pain shortly after removal. Following deployment there were noted to be 2 coils visible on the right and 1 on the left. Current weight 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginal discharge, dyspareunia, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a 25-year-old female patient who had essure (batch no. 855828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". Concomitant products included fluconazole (diflucan), metronidazole (flagyl) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, 8 months 12 days after insertion of essure, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with mupirocin, chlorhexidine gluconate (hibiclens), oxycocet (percocet), phenazopyridine hydrochloride (pyridium) and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea, vaginal discharge, urinary tract infection, depression, anxiety, weight increased, abdominal pain and back pain outcome was unknown and the menorrhagia, vaginal haemorrhage, vaginal infection and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: decrease of pain shortly after removal. Following deployment there were noted to be 2 calls visible on the right and 1 on the left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginal discharge, dyspareunia, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received. Event added: uti, depression, mental anguish, weight gain. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 24-year-old female patient who had essure (batch no. 855828 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included obesity. Concomitant products included fluconazole (diflucan), metronidazole (flagyl) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and bipolar disorder ("psychological or psychiatric problems: bipolar disorder"). The patient was treated with buspirone, chlorhexidine gluconate (hibiclens), duloxetine hydrochloride (cymbalta), mupirocin, oxycodone hydrochloride;paracetamol (percocet), phenazopyridine hydrochloride (pyridium) and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea, depression, anxiety, weight increased, abdominal pain, back pain and bipolar disorder outcome was unknown, the menorrhagia and dyspareunia was resolving and the vaginal haemorrhage, vaginal infection, vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: decrease of pain shortly after removal. Following deployment there were noted to be 2 calls visible on the right and 1 on the left. Current weight 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginal discharge, dyspareunia, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for event abnormal bleeding (vaginal) and urinary tract infection , vaginal discharge & vaginal infection to recovered based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 24-year-old female patient who had essure (batch no. 855828 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included obesity, pelvic pain female, ache, cramp in lower abdomen, vaginal discharge, urinary tract infection, vaginal itching, endometriosis, dysmenorrhea, dyspareunia, oligomenorrhea, post coital bleeding, breast lump, fibrocystic disease of breast, galactorrhoea not associated with childbirth, galactorrhea and acne. Concomitant products included fluconazole (diflucan), metronidazole (flagyl) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), back pain ("lower back pain"), urinary tract infection ("uti"), anxiety ("mental anguish") and bipolar disorder ("bipolar disorder") with depression. The patient was treated with buspirone, chlorhexidine gluconate (hibiclens), duloxetine hydrochloride (cymbalta), mupirocin, oxycodone hydrochloride;paracetamol (percocet), phenazopyridine hydrochloride (pyridium) and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, back pain, dysmenorrhoea, weight increased, anxiety and bipolar disorder outcome was unknown, the menorrhagia and dyspareunia was resolving and the vaginal haemorrhage, vaginal infection, vaginal discharge and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: decrease of pain shortly after removal. Following deployment there were noted to be 2 coils visible on the right and 1 on the left. Current weight 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , vaginal discharge, dyspareunia, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received: medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A hysterectomy with salpingectomy was performed to remove micro-inserts around 3 years and 5 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A hysterectomy with salpingectomy was performed to remove micro-inserts around 3 years and 5 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since a surgical device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through the litigation process.